Event description:
It is reported that the surgeon may have inadvertently implanted a converge metasul liner with a conventional cocr head. The associate told the surgeon that he must revise it. Implant date is unknown.

Manufacturer narrative:
This report will be amended when our investigation is complete.